Event description:
It was reported to covidien on 3/5/09 that a customer has an issue with a hemodialysis catheter. The customer reports the catheter hub cracked 2-3 weeks after placement. Customer reports patient af had catheter placed unknown date, and needed catheter removed and replaced unknown date.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.